Event description:
It was reported that during an unknown procedure, there was difficulty removing the device. The anastomosis has to be redone. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Device b: batch# k5c521, expiration date: 05/12/2018, manufacturing date: 6/12/2013. Two devices were returned. Both devices were received in good visual condition with the anvil missing. As the original anvil was not received, further investigation with respect to the anvil could not be performed. Device a the breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Device (b) only half of the breakaway washer casing was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The packaging insert provide detail instructions for easy removal. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.